Event description:
On 1/18/1998 following a ptca/stent procedure, an angio-seal device was placed in the pt's right femoral artery. Prior to the pt's discharge, an ultrasound was performed (results unknown). The pt complained of persistent right groin pain and occasional numbness in his right thigh since the procedure on 1/18/1998. On 1/22/1998 a second ultrasound was performed which revealed a 3.5cm pseudoaneurysm; ultrasound guided compression was attempted but was not able to resolve the event. On 1/26/1998 the pt underwent surgical repair. The pseudoaneurysm was entered and found to have no communication with the artery itself and no active bleeding. The wound was irrigated and closed. As of 2/19/1998 there have been no reports of further complication or pt sequelae made to the MFR.